Event description:
It was reported that the arctic sun device had insufficient flow and temperature cable was damaged.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed temperature in cable. Temperature in cable was found damaged during service, no temperature reading. Serial number stated is for the arctic sun device. Temperature in cable was replaced. Device passed all applicable testing. Fv-est-ctu calibration. The serial number is unknown; therefore, the device history record could not be reviewed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had insufficient flow and temperature cable was damaged. Per review of wo, the device was not used on the patient. Per additional information via email from ibc on 07nov2023, it was stated that the device sent in for a bd-approved facility for evaluation. The issue was not yet resolved. The repair not yet started.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed temperature in cable. Temperature in cable was found damaged during service, no temperature reading. Temperature in cable was replaced. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had insufficient flow and temperature cable was damaged.